Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7043665.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to multiple high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads were not returned as they were discarded by the medical facility.